Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A addr01 implantable pulse generator, (B)(6) 2012. A 5076-45 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had hiccups as a result of suspected diaphragmatic stimulation from the right ventricular (rv) lead. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.